Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional of the clinical study, via a manufacturing representative, reported the device was reprogrammed on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ldr6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of the clinical study reported the patient improved slightly after reprogramming and increasing amplitude. Device interrogation was normal for the patient. Imaging revealed the lead was slightly more external than previously. The images also revealed the lead was 2.5 dense markers deep to the internal table of the sacrum when previously it was more than 3 markers. The event was considered ongoing. If additional information on outcome is received a follow-up report will be sent.

Event description:
It was reported the patient had a loss of therapeutic effect after falling on her device; she fell backward onto her device a couple of months ago and noted her symptoms to be much worse. Previously she had controlled tremors and bowel symptoms, but after the fall tremors and increased incontinence were noted. The patient was reprogrammed on (B)(6) 2015. The event was ongoing.

Manufacturer narrative:
Product ID (B)(4) lot# (B)(4) implanted: (B)(4) 2014: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was possibly related to the device or therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was provided).